Event description:
According to the rptr, she began experiencing symptoms in 1997. The rptr had sloughing of the skin on her lips. Approx one mo ago, the rptr touched her eye after wearing latex exam gloves. As a result, she immediately experienced swelling/pressure in the periorbital area as well as "blister like" skin on one eye lid. This reaction was her first. She now has had a total of 3 reactions. The rptr also feels her asthma has been exacerbated by the latex allergy. She was hospitalized recently for 4 days due to her asthma and bronchitis. The only other symptom reported was itchy arms when her surgical gloves contact her arm. The rptr has been in the health care profession for 28 yrs as a dental assistant and an rn.